Event description:
During a robotic assisted laparoscopic sleeve gastrectomy with egd, the surgeon attempted to use the echelon stapler. The stapler fired one staple, but would not fire another staple. A different instrument was used to complete the procedure.